Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited an intermittent loss of functionality. No pt serious injury or death was reported related to this event.